Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with tp2 total protein gen.2 on a cobas c 503 analytical unit. No incorrect results were reported outside of the laboratory. The serum tube of the sample initially resulted in a total protein value of 94 g/l and repeated as 50.1 g/l. The serum tube was repeated on a second analyzer, resulting in a value of 51.1 g/l. The plasma tube from the same sample collection was also repeated, resulting in a value of 58 g/l. The total protein reagent lot number was 61990001, with an expiration date of 31-may-2023.

Manufacturer narrative:
Calibration data from (B)(6) 2021 to (B)(6) 2022 was ok. Quality controls from (B)(6) 2022 were within range. Upon review of the alarm trace from (B)(6) 2022, there were multiple abnormal sample aspiration alarms, clot detection alarms, and an abnormal aspiration alarm. The wash units were found to be contaminated and maintenance was performed on the analyzer. Precision studies performed after the maintenance were ok. The investigation could not identify a product problem. The cause of the event could not be determined. A general reagent issue could be ruled out since calibration and controls were acceptable.